Event description:
Abbott point of care was contacted by a customer who reported that a pt's treatment was changed based on I-stat cardiac troponin I result of 0.17ng/ml. A renal dialysis patient was brought to the emergency dept via ems. Patient was treated for chest pain with medications including a nitroglycerin drip. Nitro drip was discontinued based on a pain scale of zero and a misinterpretation of the cardiac troponin I result as negative. Pt's chest pain returned in approximately 90 minutes. Patient was admitted to ccu with diagnosis of chest pain and nstemi. The cartridge and test info sheet for cardiac troponin I/(ctni) in the I-stat system manual states the 0 to 99% range of results in a normal, healthy population was 0.0ng/ml to 0.08ng/ml. Since ctni is not generally detected in the blood of healthy persons, any level of ctni above the upper limit of the reference range defined in a healthy population should be considered indicative of myocardial necrosis. In this case, the ctni result of the pt was 0.17ng/ml, above the upper limit of the reference range (0.08ng/ml).

Manufacturer narrative:
The cartridge and test information sheet for cardiac troponin I/ (ctni) in the I-stat system manual states the 0 to 99% range of results in a normal, healthy population was 0.0ng/ml to 0.08ng/ml. Since ctni is not generally detected in the blood of healthy persons, any level of ctni above the upper limit of the reference range defined in a healthy population should be considered indicative of myocardial necrosis. In this case, the ctni result of the pt was 0.17ng/ml, above the upper limit of the reference range (0.08ng/ml).